Event description:
During mobilization of the greater omentum with the electrosurgical unit, a burn was sustained at an area away from the tip. On inspection it was found that there was a circumferential crack in the insulation of the esu electrode tip near the top. There was no lasting harm to the patient since there was a planned removal of the omentum.